Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's pacemaker had seven years remaining longevity and now has three and a half years. Boston scientific technical services (ts) then suggested to have a save to disk to verify premature battery depletion (pbd). At this time, the pacemaker remains in service. No adverse patient effects were reported.